Manufacturer narrative:
(B)(4). Other relevant device(s) are: enlw1620c80ee - (B)(4), enlw1613c80ee - (B)(4), enlw1624c80ee - (B)(4), enew2424c80ee - (B)(4), enlw1616c120ee - (B)(4), enlw1613c120ee - (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 109 mm fusiform abdominal aortic aneurysm. It was reported that the patient expired due to an unknown cause. Additional information has not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.